Event description:
It was reported to covidien on (B)(4) 2012 that a customer has an issue with tumescent infiltration pump. The customer states that the pump will not push fluid through tube and rollers are not functioning properly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.